Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer managed the high blood glucose by using a correction injection via mdi and did not require assistance from a third party. Technical support provided information on how to reset the pump and assisted with the reset. Malfunction code did not reoccur. Customer may continue to use the pump.